Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently did not deliver multiple boluses requested by the customer. Reportedly, the first few boluses requested were not delivered as the customer's blood glucose (bg) level would remain unaffected; however, the customer's bg eventually decreased after delivering an additional bolus. Customer's bg level ranged from 110-301 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.